Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Device malfunction, explant/reimplantation, and final device analysis report was filed under MFR report number 6000034-2011-01277. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a "seizure like" reaction during an integrity test. The patient was transported to the emergency room per protocol, and released later the same day. The patient was advised not to use the device. The implanted device remains. Explant and reimplant is planned but has not occurred as of the date of this report, (B)(6), 2011.